Event description:
It was reported to covidien that a customer had an issue with a blood collection needle. The customer reported that the needle detached from the hub on the blood collection device while in a patient.

Manufacturer narrative:
Submit date: 12/18/2008. An investigation is currently underway. Upon completion, the results will be forwarded.